Manufacturer narrative:
PMA/510k: this report is for an unk - biomaterial - preformed: chrono's strip: spine/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing posterior lumbar fusion. The failed posterior lumbar fusion has been identified as the reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 43 patients had subsequent surgery within 12 months of index procedure. 31 patients had reoperation within 12 months of index procedure. This is for depuy synthes chronos strip. A copy of the clinical evaluation form is being submitted with this regulatory report. This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).